Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated that blood leaked past the stopper. No retained samples were available for inspection as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿, blood leaked past the stopper of two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown e1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿, blood leaked past the stopper of two (2) units. No adverse impact was reported regarding the patient or user.